Event description:
It was reported the customer was having issues with the insulin pump alarming no delivery. She also stated she was hospitalized due to high blood glucose and the device alarming no delivery. Customer's blood glucose was unknown. No further information reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.